Manufacturer narrative:
The respiratory therapist at (B)(6), tested the unit after it was returned and could find no problem with the unit. This is consistent with the results of the MFR's evaluation.

Event description:
Patient's nephew rented an activox portable oxygen concentrator to take a trip to (B)(6), on (B)(6) 2013. The patient normally used a stationary unit at 2.5 lpm. The patient first used the activox on the flight. When patient's nephew awoke as the plane was landing, he stated that his aunt's lips were blue and the unit was alarming. The airline then put the patient on their oxygen system, and the patient was taken to the hospital by ambulance when the plane landed. Patient was discharged from the hospital on 6 lpm. Patient's nephew stated that he tried the unit again at the hospital and that after a couple of breaths, the unit would stop delivering oxygen. The patient's first use of the device was on the plane. Given the findings from the device evaluation (no problems, unit within specification), it seems likely that the alarm was caused by a no breath detect situation. The lifechoice activox delivers pulses of oxygen based upon detection of the start of a patient breath. Not all patients are suitable for the device, for instance patients that partially or fully breathe through their mouth. The no breath alarm activates after approximately 70 seconds of no breath detection. Regarding nephew's statement that the unit would stop delivering oxygen after a couple of breaths, this is consistent with inability of the user to trigger the breath detect.